Event description:
It was reported that during the catheter ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that abnormal bending was confirmed upon operating the sheath inside the body. The hemostasis valve was defective and has also been replaced. Farawave catheter was inserted into the sheath. The sheath was bent in the opposite direction to the original direction. It was not bent toward the side port. When checking for backflow during catheter insertion, air continued to be drawn out. The sheath was able to straighten. Hemostasis valve was not damaged. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve, pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Disassembly of the sheath handle revealed the shaft was not properly bonded to the valve hub, allowing it to rotate freely and twist the pull wires around the shaft. This defect resulted in the pull wires tangling around the shaft and likely contributed to the improper curve that was observed during the time of this event.

Event description:
It was reported that during the catheter ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that abnormal bending was confirmed upon operating the sheath inside the body. The hemostasis valve was defective and has also been replaced. Farawave catheter was inserted into the sheath. The sheath was bent in the opposite direction to the original direction. It was not bent toward the side port. When checking for backflow during catheter insertion, air continued to be drawn out. The sheath was able to straighten. Hemostasis valve was not damaged. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.